Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed motor error and no delivery, which caused the customer's blood glucose to have a high blood glucose of 580 mg/dl. Troubleshooting was performed and it was noted the customer had constant no delivery alarm during the night while the customer slept. Customer slept through the recorded alarms. High pressure test was performed twice and the insulin pump didn't alarm and insulin didn't exit. The customer's mother is returning the insulin pump for analysis.